Event description:
A trilogy 100 ventilator was returned to the manufacturer for evaluation of foam particles in the device. No harm or injury was reported. During evaluation, no foam particles were found in the device. Unrelated to the foam particle evaluation the device was reported to not power on for device testing. No repairs were completed, and the device was scrapped.